Event description:
Blood glucose monitoring device memory displayed a result which is outside of the reading range of the device. Reporter stated the memory reading was 874 mg/dl. A requested was made for the return of the suspect device and replacement product was sent.